Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture, shaft break, balloon detachment and removal difficulties occurred. The target lesion was located in the non-calcified right subclavian vein. After a 12x80 non-boston scientific stent was deployed, a 12.0 x80, 75cm charger balloon catheter was advanced for post-dilation. However, the balloon ruptured after being inflated multiple times. During removal of the balloon, it became stuck in the arteriovenous (av) graft portion due to scarring and the shaft broke. The balloon was also fragmented off of the shaft and remained in the patient. An attempt was made to snare the detached fragment, but it was unsuccessful. Subsequently, the physician had to perform a cut down and removed all pieces of the device successfully. No patient complications were reported and the patient status was okay.